Event description:
It was reported that "prior to the procedure according to IFU, the md found guide wire is bent. So the md opened up the new kit to finish the procedure". The user changed to a new kit. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The photo shows the guide wire with one kink towards the distal end, customer reported swg kinked prior to the procedure. The customer also returned one guidewire, a 5 cc safety arrow raulerson syringe, dilator , sheath extension assembly (9 fr), and cath-gard. No signs of use were observed; however, the end cap was missing from the guidewire advancer assembly. Visual analysis revealed a distinct kink on the guidewire body near the distal end , located within the advancer tube, while the distal j-bend remained intact. Microscopic examination confirmed the presence of the kink. Both the distal and proximal welds were intact and appeared full and spherical. The kink in the guide was located 410mm from the proximal tip. The overall length of the guide wire measured 454mm, which is within the specification of 450-458mm per product drawing. The outer diameter of the guide wire measured 0.850mm which is within the specification of 0.838mm-0.877mm per guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a returned arrow raulerson syringe (ars) and lab inventory 18ga introducer needle. The undamaged portions of the guide wire passed through with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire was kinked was confirmed through complaint investigation of the returned sample. One bend was observed near the distal end of the guidewire. The guidewire met all relevant dimensional and functional requirements, and a device history record (DHR) review was completed with no relevant findings. The end cap was missing from the guidewire advancer assembly, indicating that the assembly was not fully intact. Based on the customer report and the sample received, the potential root cause could not be determined, as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "prior to the procedure according to IFU, the md found guide wire is bent. So the md opened up the new kit to finish the procedure". The user changed to a new kit. There was no patient involvement.